Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient's wife stated she and the patient were at a friend¿s house on (B)(6) 2019 and the receiver was alerting that the patient was low at 59 mg/dl. They did not have a bg meter with them, and they kept feeding the patient but the cgm readings would not increase. The patient's wife called 911 and when the emergency medical technician's (emts) arrived, they performed a finger stick and the bg meter was reading 93 mg/dl. No treatment was provided, and no symptoms were reported. At the time of contact, the patient was doing good. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.